Event description:
On (B)(4) 2012, the lay-user/patient and his mother contacted animas alleging that the pump's bolus history was inaccurate. The patient claimed that on (B)(6) 2012, a 17.5 unit bolus was not recorded in the pump's history. In addition, the patient claimed that the bolus history was missing a 9.0 unit bolus delivered for breakfast. The patient indicated that in each case, he hit ok for the bolus and the pump started delivering. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. No keypad issues were alleged. The pump's time/date were correct. The patient confirmed through troubleshooting that no suspends or temp basals were noted. The tdd was correct for a 2.55 unit bolus delivered on (B)(6) 2012. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was not accurately recording boluses in the device¿s history. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
(B)(4): the pump history was reviewed and no 17.5 unit boluses were observed. A 10 unit normal bolus and 10 unit audio bolus were performed successfully and were recorded correctly in the pump history. Two hours after the bolus the pump alerted the user to "check bg" as appropriate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4).